Event description:
It was reported that the 9800 system had no image on the workstation monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connector at the lemo receptacle was tightened during the service call. The system was found to be working as intended and put back into service.